Manufacturer narrative:
Customer service suggested that the customer return the device to the rental station from where she rented it and get a replacement device. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that the issue with the pump began on (B)(6) 2018 and in the 1-1/2 weeks since, the cuts were almost completely healed. She consulted with a breast medicine specialist, and was directed to refill the same prescription she had been given right before labor day weekend to treat a case of what was diagnosed at one walk-in clinic as mastitis and then a second, who seemed more knowledgeable, as thrush. She alleged that she was using the symphony pump when she developed mastitis/thrush. Additionally, she was directed to use coconut oil as a lubricant when pumping and to try a different breast shield so the fit could not be as tight. She received a replacement pump from the rental station on (B)(6) 2018 and was currently only experiencing pain if the shield was not positioned perfectly, causing the wounds to reopen, or if she pumps for a period greater than 20 minutes. She requested contact by a medela lactation consultant, in hopes of getting advice regarding a better breast shield fit. During contact with the medela lactation consultant on (B)(6) 2018, the customer indicated that the cuts were healing well and she was given advice to aid in comfortable pumping and ways to maximize milk supply, all of which she expressed an understanding of. The device was received on 10/30/2018 and has been forwarded to the manufacturer in (B)(4) for evaluation. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that 30 seconds into pumping with a symphony breast pump a few nights previously, the pump "did one hard suck" and she started bleeding from what looked like a few paper cuts on her breast. Due to pain, she indicated that she was going to call her doctor, but had not done so as of the time of her initial report. She further alleged that the pump displayed an error message one time, but indicated that she was going to continue to use the pump.

Manufacturer narrative:
The device was returned and evaluated by medela ag in (B)(4), who is the manufacturer. During preliminary testing, the pump surged one time, although the engineer was unable to recreate the condition on the test panel or during vacuum testing. As soon as the pump was connected to power and switched on, the pump performed one stroke of the membrane to the mechanical limit, which generated a vacuum spike of approximately 300mmhg and an error message on the display. When the pump was switched off and on again, it worked without issue. The cause of the behavior was identified as a loose contact on the control board. Based on this loose connection, the position of the membrane could not be detected correctly by the pump, causing the single stroke of the membrane to the mechanical limit. The cause of the loose connection on the control board was determined to be the result of external mechanical stress. Refer to attached evaluation, including pictures. The customer's report of a surge of suction was confirmed, though could not be repeated. [(B)(4)].